Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system displayed a black screen. A field service engineer worked with the customer and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe system was not communicating. The customer stated that the user was able to get the medicines from another station and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.